Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 7" (18 cm) appx 0.7 ml, pressure infusion (400psig) ext set w/microclave¿, purple clamp, rotating luer where the customer reported that there was a leak from the product at an unspecified location. There was unknown patient involvement, but harm was not reported as a consequence of this event.